Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer did not wanted to troubleshoot. The customer was treated with manual injection for high blood glucose. Customer stated that the 1st set was changed this morning customer was over 400 mg/dl, saw cannula bent and 2nd set insulin flow blocked alarm. Customer stated insulin exited at the quick release. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.